Event description:
It was reported that the insulin pump alarmed button error during bolus. Customer's blood glucose reading was 127 mg/dl. No significant events leading to the alarm were observed. Advised discontinuation of the insulin pump. Nothing further reported.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Manufacturer narrative:
No button error alarm during testing. The insulin pump had unresponsive button due to corroded keypad traces. The device had minor scratched lcd window, cracked case at display window corners, cracked battery tube threads, and cracked reservoir tube lip.